Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported the device does not register accurate numbers for co2 levels. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacturing narrative: the returned device was evaluated. During evaluation the device passed all visual and functional testing. During simulation testing, the device passed manual and preset conditions and provided accurate measurements. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed., corrected data: d1: was reported as emma, the actual is isa co2. D2: was reported as cck, actual is mwi; common device name was reported as oximeter, actual is monitor, physiological, patient (without arrhythmia detection or alarms). D4: model number was reported as 18265, the actual is 800101, catalog number was reported as 3639, the actual is 4410; UDI was reported as (B)(4), actual is (B)(4). G5: was reported as k063167, actual is k171121.

Event description:
The customer reported the device does not register accurate numbers for co2 levels. No patient impact or consequences were reported.